Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. While on site, the field service engineer (fse) revealed that the full-height drawer five was having difficulty opening. When the initial attempt was made to recover the hardware, multiple clicks occurred. A second attempt was then made to recover the drawer, this time assisting it to open, and the drawer successfully opened. The drawers were then closed and tested multiple times, and it appeared that their functionality had improved. The station was powered off, and the drawer was removed from the cabinet. Once the drawer was removed, a large tablet was identified as being stuck between drawers five and six, which could have possibly affected the drawer¿s function. Both rails of the drawer were removed and inspected to ensure there was no stiffness; both rails appeared to be functioning properly. The drawer was then placed back into the cabinet, the station was powered on, the application was launched, and the hardware was tested. The hardware tested successfully. While on site, the fse discussed with the customer the importance of being mindful of the weight placed in the drawers. It appeared that there were several heavy products in the lower full-height drawers. The fse explained that this could potentially lead to rail damage due to nurses slamming such heavy drawers. The possibility of moving certain medications to the tower was discussed with the customer, who acknowledged the recommendation. The hardware was tested via the application and functioned successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.